Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2005. On an unknown date it was noted that perforation and tilt occurred. No further patient complications were reported.

Manufacturer narrative:
A3 sex: updated; b3 date of event: updated; b5 describe event or problem: updated; b7 other relevant history: updated.

Event description:
A greenfield filter was implanted on (B)(6) 2005. On an unknown date it was noted that perforation and tilt occurred. No further patient complications were reported. It was further reported that on (B)(6) 2017 the patient underwent computed tomography (CT) of the abdomen which revealed the filter apex was abutting the anterior wall of the inferior vena cava (ivc). Strut penetration into the pericaval fat and a single strut anchored in abridging osteophyte at l3-4.

Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2005. On an unknown date it was noted that perforation and tilt occurred. No further patient complications were reported.